Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced to dilate the lesion. However, after dilatation, upon removal of the device, the device became stuck with the non-bsc guide wire and could not be separated. The device was removed together with the guide wire and the procedure was completed. No patient complications were reported.